Manufacturer narrative:
An immucor service engineer evaluated the instrument. All pipettor tubing and probes were replaced; the centrifuge was replaced; decontamination was performed. Known positive samples were run. The expected results were obtained. Instrument is operating as expected.

Event description:
Customer reported unexpected negative reactions with the antibody screening assay on the galileo instrument.